Manufacturer narrative:
The technician found a liquid had been spilled in the side rail latch. The technician cleaned the side rail latch to resolve the issue.

Event description:
The technician alleged the side rail will not stay latched. No patient impact.